Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Reason for mesh implantation: cystocele symptomatic with urinary stress incontinence procedure (s) performed: anterior repair, transobturator urethral sling and cystoscopy complications post uretex ito implantation: outcome attributed to device, ¿pain, recurrence and other problems.¿